Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2. This supplemental is being sent to correct information previously submitted within follow-up #1. The device returned to manufacturer date should have stated 10/28/2015.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a power button issue with her onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the button issue with the meter began at 1:00pm on (B)(6) 2015. She reported that the subject meter would not turn on when the power button was pressed. The patient manages her diabetes with oral medication, diet and/or exercise. She indicated that following the start of the alleged issue, she continued with her usual dose of diabetes medications, including sliding scale ¿jelmtatueto 2.5 ml¿. She reported that at 1:05pm on (B)(6) 2015, she experienced symptoms of ¿shaky [and] anxious¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was being used for the first time and, based on the information provided there had been no trauma/misuse of the meter. The cca noted that the correct test strips were being used. The cca walked the patient through inserting a new test strip per owner¿s manual and the meter turned on. However, the meter would not turn on when the power button was pressed. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged power button issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.